Event description:
Information was received indicating that a smiths medical cadd pump only administered 1/3 of the parenteral nutrition volume. The patient was on day 6 of a 7 day infusion. The treatment was not fully administered while the pump displayed the end of infusion. No medical intervention was required.